Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Result: the device history and sterilization records were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient ((B)(6)) was hospitalized due to increased pain at the lead incision site which was diagnosed as an infection. As a result, the patient's entire scs system was explanted. Culture results confirmed staphylococcus infection. The patient is taking oral antibiotics and has been discharged from the hospital.